Event description:
A caller reported that there was a malfunction on the pump, identified with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Since the pump was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.